Manufacturer narrative:
The insulin pump powered up properly after battery installation however, the display fades out after pressing any button due to short at the lcd driver board. Displacement test was not performed due to display fading out. The device had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, and stained end cap sticker.

Event description:
Customer reported that she was unable to see anything on the screen of the insulin pump besides the main screen. Customer stated that when she presses the act or escbutton, it is just a blank screen. It was noted that the customer had a partial display despite multiple battery changes. Customer's blood glucose reading at the time of the call was 283 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.